Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vag. Discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), abdominal pain lower ("lower stomach pain"), migraine ("migraine"), headache ("headaches") and cerebral disorder ("brain pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy ¿ left, surgical removal of). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue and vaginal infection had resolved and the migraine, headache and cerebral disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cerebral disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Lot number added. Events vaginal bleeding, vaginal infection, lower stomach pain and bain pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vag. Discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), abdominal pain lower ("lower stomach pain"), migraine ("migraine"), headache ("headaches") and cerebral disorder ("bain pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy ¿ left, surgical removal of). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue and vaginal infection had resolved and the migraine, headache and cerebral disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cerebral disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Lot number: c51075 manufacturing date: 2014-04-24 expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pelvic/abdominal"), menorrhagia ("menorrhagia"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge and vaginal infection had resolved and the fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received. Reporter's information was added. Added event dyspareunia, dysmenorrhea, pain: pelvic/abdominal, menorrhagia, vag. Discharge, vag. Infect. Plaintiff did not undergo essure confirmation test. Updated outcome of events dyspareunia, dysmenorrhea, pelvic/abdominal, vag. Discharge, vag. Infect from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.